Event description:
It was reported that while placing the bravo ph monitor the capsule did not attach to the pt's esophagus. When the delivery system was removed the capsule fell off into the pt's mouth. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not performed. The capsule was not returned with the delivery system. The plunger was fully depressed and retracted. The push/pull wires and the push pin/thrust tip looked good.